Manufacturer narrative:
Controls were run before the incident. Bci field service engineer (fse) was dispatched for this event. Fse performed preventive maintenance and inspected the module. Fse found the creatinine would not calibrate and failed back-to-back, and found the stir bar damaged (worn). Fse replaced the system with new module.

Event description:
A customer contacted beckman coulter inc. (Bci) to report intermittently high and low fliers generated by the synchron cx9 alx clinical system on multiple patients. Rerun of samples on an alternate instrument did not match results with results from synchron cx9 alx. False high and suppressed creatinine results generated by the synchron cx9 alx clinical system were not reported out of the lab. No reports of death or injury have been reported in connection with this event.